Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a drainage catheter hub in which a fracture at the hub was noted. Air bubbles were noted inside the drainage bag tubing. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified air/gas in device issues. However, the investigation is inconclusive for the reported material separation issue as no evidence was noted in the provided photo. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the catheter connector was allegedly fractured and divided into two parts. It was further reported that allegedly leakage was noted. Reportedly, an extravasation was identified. The procedure was completed with another device. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the catheter connector was allegedly fractured and divided into two parts. It was further reported that allegedly leakage was noted. Reportedly, an extravasation was identified. The procedure was completed with another device. The current status of the patient was unknown.